Event description:
It was reported by the customer that the insulin pump was a cracked screen and he is unable to see anything on the main menu. Customer's blood glucose level at the time 157mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had minor scratches on display window, cracked display window and bleeding on lcd glass.